Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 g5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. G5: k111959 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the 5 ampoules. After the packages were opened, leakage was found. There was no patient involvement. This report refers to the 5th product. Associated medwatches: 3003639970-2019-00061; 3003639970-2019-00081; 3003639970-2019-00082; 3003639970-2019-00083.

Manufacturer narrative:
Samples received: 3 open pouches, unopened ampoules with leakage signs. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three open samples. The ampoules received have been optically evaluated and a defect in the tip of the ampoules was found. Tip is bent. The leakage of the glue occurs at this point. The device history record has been reviewed and no deviations have been found. Final conclusion: taking into account that the results of the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.